Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria at inspection of high frequency output and appearance. Upon inspection of the device, it was confirmed that the device probe was broken off, the exact cause of the broken probe could not be determined. However, based on investigation results in the past, the probe might have come in contact with other surgical instruments, or non-insulated area as described below. This might have caused the probe to break. Hard tissue, a metal object, or a surgical instrument had been in contact with the probe during the output activation in seal and cut mode causing scratches on the probe. The device was activated in seal and cut mode or while the grasping section was grasping tissue. This applied a force to the scratched area of the grasping section, causing this area to have cracks. A force was applied to the probe causing it to break. Or, grasping section was closed without grasping anything while the device was activating in seal and cut mode (this includes after tissue resection) causing the tissue pad to wear out. Since the tissue pad was worn, non-insulated area of the grasping section and the distal end of the probe came into contact. The output was activated in seal and cut mode in state of description stated above. Therefore, scratches (contact marks) were made on the distal end of the probe and the grasping section, indicating that they came into contact with each other. The device was activated in seal and cut mode or while the grasping section was grasping tissue. This applied a force to the scratched area of the grasping section, causing this area to have cracks. A force was applied to the probe causing it to break. The instructions for use includes the following statements that warn against the issue: ·do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ¿ when cutting and vessel sealing is performed in seal and cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. ¿ the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. ¿ do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during a therapeutic myomectomy procedure the device probe tip was broken off for no apparent reason. The broken piece fell into the patient body and was retrieved with a grasper. The procedure was completed with a new device. There is no harm or adverse impact to the patient. The functional mode at the time of the event was seal and cut mode 2. The device was inspected prior to use with no anomaly noted. The user suspected the durability of the device as a result of this failure.

Event description:
Addendum (B)(6) 2022. The event occurred in the middle of the procedure. The doctor does not remember what function was being performed at the time (e.g. Cut or coagulation). There was no delay in the completion of the procedure.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. Please see the updates in sections: b5, g3, g6, h2, and h10.